Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. D4) catalog# is unknown but referred to as cook celect platinum filter. G5) PMA/510(k) k211875. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according article: prior to surgery (hysterectomy), due to her history of deep vein thrombosis and pulmonary thromboembolism, a temporary ivc filter (cook celect platinum vena cava filter) was placed to avoid complications, whereas her anticoagulation medications were stopped for her planned surgery. Preoperative assessment was normal, and the procedure to remove the filter was initiated (day 160). The filter tilted during filter removal. Retrieval technique was changed during procedure to hangman terchnique. Patient death was reported and autopsy revealed a puncture site over the right jugular vein and approximately 600 ml of liquid and clotted blood was within the tense, blue pericardial sac heart examination revealed 2 perforations.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: the patient had a temporary celect-pt ivc filter placed prior to a planned hysterectomy to avoid complications, where anticoagulations were stopped. After a total abdominal hysterectomy and omentectomy, the patient was scheduled for an ivc filter removal procedure and was restarted on preoperative anticoagulation therapy. The patient's preoperative assessment was normal prior to the removal of the filter, which has been implanted for 160 days. The filter tilted during the filter retrieval procedure, which resulted in unsuccessful standard retrieval attempt, however the retrieval device is unknown. The retrieval technique was changed during the procedure to the hangman technique, which is a advanced filter retrieval procedure. The user upsized the access sheath to a 16f, but the dilating procedure was terminated when the track reached the 14f, because the patient developed abnormal breathing, hypotension and lost consciousness. CPR was initiated and the patient was transferred to the ER but died shortly after arrival. Autopsy revealed approximately 600 ml of liquid and clotted blood within the pericardial sac as well as 2 cardiac perforations ¿ one track through the posterior wall of the right ventricle, and the other through the intraventricular septum and then the posterior wall of the left ventricle. The ivc filter was in the ivc without surrounding hemorrhage. The IFU states that the celect platinum filter implant is intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava when anticoagulant therapy is contraindicated or has failed. However, in this case, the patient had a filter placed prophylactically prior to a abdominal surgery. This case report describes an unfortunate and extremely rare instance of cardiac perforation during ivc filter retrieval. It was a retrieval-related complication and cannot be directly ascribed to the actual ivc filter. In addition, the complication occurred during an advanced retrieval procedure, which is outside the scope of use for the cook retrieval device. Furthermore, filter tilt is a well-known phenomenon which often necessitate the use of advanced retrieval techniques. Whilst such techniques are associated with a higher incidence of adverse events, they do significantly increase the success rate of filter retrievals. A likely cause for this incident cannot be established. However, there are adequate controls in place to ensure that this type of device is manufactured to specifications, and there is no indication of a faulty device. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.